Event description:
The customer contact reported that during testing at the user facility, it was noted that the device showed evidence of electrical sparking. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found evidence of burn marks and signs of melting around the ac receptacle. The device was disassembled and the ac receptacle investigation; there was fluid ingress found in the ac receptacle and on the power cord. The probable cause was due to a short cause by fluid ingress as there was evidence of spillage found on the exterior of the case around the ac receptacle. This report represents all info known by the reporter upon query by hospira personnel.